Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened up and down arrow button dome switches. No display anomaly or button error alarms were noted. The insulin pump was received with a scratched case.

Event description:
Customer reported the numbers on her insulin pump are scrolling when trying to program a bolus delivery. It won't stop unless customer removes the battery. Customer's blood glucose is 300 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.